Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, externalized conductors were observed via prophylactic diagnostic imaging. No electrical anomalies were detected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.